Event description:
The customer contact reported a leak of a chemotherapeutic agent. The homecare patient was receiving an infusion of 5fu via the tubing set, which was connected to a PICC line. A few minutes after the infusion was started, the patient felt that their clothes were wet. The leak was noted to be at the junction of the tubing and in-line filter. The exact location was unspecified. The infusion was stopped. The patient rinsed their skin with water and notified the homecare nurse. The tubing set and the solution container were replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.